Manufacturer narrative:
A1: patient identifier: requested, but unknown. A2: age & date of birth: requested, but unknown. A3: patient sex: requested, unknown. A4: weight: requested, but unknown. A5: ethnicity: requested, but unknown. A6: race: requested, but unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation.the investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal was used in a right groin femoral artery access procedure. The procedure was a hepatic angio and a 5 french sheath was in place. At the end of the case, the 5fr sheath was removed over the wire provided in the angoio-seal device kit. The angio-seal sheath was then inserted over the wire. The sheath failed to advance into the femoral artery. The physician mentioned that the sheath was meeting much resistance on either the skin track or the arteriotomy. The sheath and wire were then removed, and manual pressure held. Patient was in stable condition. The procedure outcome was successful. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, and carrier tube. The sample was subjected to visual analysis. The arteriotomy locator and hemostasis sheath were fully mated together. No damage or deformation was found on the returned device. Dimensions were taken of the sheath. The outer diameter (od)of the sheath was found to be 0.1159" which is within specification of 0.114" +/- 0.005". The inner diameter (ID) of the sheath was found to be 0.094" which is within specification of 0.093" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed for insertion difficulty. An exact root cause for the issue was unable to be determined. The likely cause could be the insertion of a sheath and locator assembly over the guidewire at an angle not recommended in instructions for use (IFU). The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).